Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the system had liquid spill causing the drawer 1.16 and 1.17 to not slide smoothly when opening/closing. A field service engineer cleaned tacky substance from drawers and area beneath drawers and verified using diagnostics that both drawers opened/closed properly to resolve the issue. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia¿ es main 1.16 mini tray drawer failed. There was a liquid spill in the drawer. However, there were no delays to patient care, and no adverse events or injuries were reported as a result of this incident.